Event description:
Caller reported a cartridge alarm 30 occurring during pumping. Blood glucose level did not exceed 500 mg/dl, with a reported level within normal range. Reportedly, customer continued to use the pump for insulin therapy.